Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed ring 3 seal was compromised. Dried saline was present in the luer, on the electrodes, and on the tip. There was dried body fluid on the distal end. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed which confirmed that the magnetic sensor measured within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The ablation was verified by using the maestro generator 4000 and the metriq pump and the device was found within specifications. X-ray showed a twist in the thermocouple wire in the distal end. The handle was opened. The device was connected to a metriq pump that was programmed to 30ml/minute (ablation flow rate) and the pump was left running for approximately 2 minutes. No leakage was seen inside the handle. The device tip was placed in a saline tank with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. After approximately 4 hours the device underwent rf ablation tests and no errors or messages were reported by the maestro generator 4000. The distal end was dissected. Dried saline was present on the interior components between ring 3 and the butt bond. There also was an orange substance on the interior of the insulation sheath located near ring 3. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that high temperature reading error occurred. During an ablation procedure with an intellanav mifi open-irrigated ablation catheter, the physician was unable to ablate due to a high temperature reading as soon as coming on ablation. They did a few ablations with no issues, but suddenly, they noticed a high resting temperature reading of 65 degrees from the maestro 4000 generator while not ablating in power control mode. The error "high temp cutoff error" showed. It occurred between ablation sets and they were unable to come back on ablation. The irrigation settings were at the recommended settings per the instructions for use (IFU) and the device was irrigated the whole time while inside the patient. The flow rate was set at low flow. They troubleshooted with a new cable and checked the grounding pads. They switched out to a new catheter and there were no problems thereafter. There was no patient injury and the case was completed successfully. Device analysis revealed that the seals to ring 3 were compromised and dried saline was found in the interior of the distal end.